Event description:
A biomed reported that a safety clamp and/or the roller clamp on an IV set containing nitroglycerin did not work and allowed free flow of medication when the tubing was taken out of the pump. This event occurred in the cardiac intensive care unit (ccu) on a pt that was having a swan ganz catheter removed. At the time of the event, the pt was not requiring the nitroglycerin drip and the infusion was turned off. The nurse reported that she saw the IV nitroglycerin medication flowing into the pt after she had taken the set out of the pump. She reported that she thought that she had closed the roller clamp prior to taking the IV set out of the pump. The pt experienced a drop in blood pressure and required administration of albumin and IV fluids to restore his blood pressure. The pt remained awake and alert and has fully recovered from the event and has been discharged from the ccu. The customer stated that no further pt or event details are available

Manufacturer narrative:
(B)(4). We are unable to determine the cause of the reported event. The biomed reported that the pump and IV tubing were not sequestered and would not be sent in for investigation.